Event description:
It was reported that the patient presented in clinic due to shortness of breath and arrhythmia. Device interrogation revealed intermitted capture, high capture thresholds, fracture and x-ray confirmed micro dislodgement on the right ventricular (rv) lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 for missing fracture complaint, b6 for missing x-ray testing, h6 for missing fracture coding.

Event description:
It was reported that the patient presented in clinic due to shortness of breath and arrhythmia. Device interrogation revealed intermitted capture, high capture thresholds and x-ray confirmed micro dislodgement on the right ventricular (rv) lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient was in stable condition.